Event description:
Information was received indicating that a smiths medical portex® spinal epidural sheared off at skin level when attempted to be removed. It was reported that the patient was rolled at the end of the case and the epidural was attempted to be removed but the physician had trouble. The second physician attempted to remove the catheter by hydrodissection but the catheter sheared off at the skin; leaving approximately 11cm in the patient. The retained catheter was visualized and removed. There were reported adverse patient effects.

Manufacturer narrative:
One epidural minipack was returned for evaluation. Visual inspection of the device found the catheter to be cut. It was also noted that parts of the catheter were not returned/missing. Manufacturing process for forming the tube was reviewed, and no discrepancies were found. The end of the customer's tube appears to have been cut. Prior to packaging, visual inspection of 32 units were inspected to verify for broken/damaged catheters; no discrepancies were found. One catheter was stretched with excessive force, as well as the tube cut with scissors. This was then noted to be similar to the device received from the customer. The reported customer complaint has been confirmed, however this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.